Event description:
It was reported that the core console caused two sumex drills to run without user activation during a procedure. There were no patient or user injuries, and no adverse consequences.

Event description:
It was reported that the core console caused two sumex drills to run without user activation during a procedure. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
A follow-up report will be filed after the quality investigation has been completed.

Manufacturer narrative:
Upon disassembly for visual inspection solder was missing on one of the pins.